Event description:
During spinal surgery for l1-l2 placement of interbody fusion cages, synthesis peek cage collapsed upon impaction intraoperatively. All pieces were removed per the surgeon and the surgery continued with insertion of bilateral 7 mm high peek synthes fusion cages. The patient tolerated the procedure well and there were no apparent complications.